Manufacturer narrative:
Device was returned for evaluation. The returned tb-0535fc (lot#kr843010) was evaluated due to ¿curled and melted¿¿ issue. Visual inspection noted that the device attached to the usg-400/esg-400. Probe check was performed and passed testing. Both switches were checked and found to be functional. In addition, visual inspection on the received condition was performed on the device and determined that there is some tissue buildup. The ptfe pad (teflon pad) was inspected and found it is separated and missing a portion exposing metal. Additionally, during the inspection, it was determined that there is charred marks on the teflon pad. The distal end of the device was inspected under a microscope and found charred marks to the probe unit. The wiper movement is noted to be normal and the consistency of movement of the handle and jaw is normal as well as the handle load. The rotation of the knob torque is determined to be normal and smooth. In summary, based on the evaluation, and similar reported events, the cause of the damaged teflon pad is attributed to no tissue or insufficient tissue between probe and jaw when the device is activated. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
It was reported that a thunderbeat handpiece tb-0535fc teflon pad failed, curled and melted. There was no patient injury. The case was successfully completed with another exact device.